Manufacturer narrative:
The oil mist filter was also replaced to resolve the haze/mist/vapor issue. Lot #: change from 65080033081120 to 0033081120. Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the vacuum pump oil and catalytic decomp filter were replaced. Unit meets specifications and was returned to service on 09/23/2015.

Event description:
An international customer reported an event of a "smoke" emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced an unspecified human reaction. It is not known whether the hcw sought or received any medical attention/treatment. The current status of the hcw is not known at the time of this report. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.